Event description:
It was reported that the patient had vaginal bleeding post gynecologic procedure. It was noted that the patient's anticoagulant oral warfarin may have contributed. The cause of bleeding was related to diagnostic procedures (bronchoscopy, endoscopy, transesophageal echocardiogram, etc.). Association of the event with the device was considered unlikely but could not be ruled out. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The section titled "introduction," lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The section titled "patient care and management" provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. No further information was provided. The manufacturer is closing the file on this event.